Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of unacceptable threshold and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and the results were within specification. Visual and x-ray inspections of the lead did not find any anomalies. All tines were intact and undamaged.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an implantable cardioverter-defibrillator system implant on (B)(6) 2020. Upon device interrogation prior to discharge, the right ventricular (rv) lead impedance increased. At implant, the impedance was within normal limits. The rv lead impedance further increased when the patient laid down. The rv threshold was noted to also risen. The high voltage lead impedance was normal. The patient reportedly experienced a headache and pocket tenderness. X-ray testing was reviewed and the anteroposterior (ap) view appeared to be unchanged from the post-implant x-ray. The lateral view from the pre-discharge x-ray showed the lead to be pointing anterior in the rv. The physician suspected micro-perforation. A 2d echo was ordered, and nothing definitive was found. The physician was unsure whether micro-perforation occurred. Programming changes were also made to alleviate the risk of the patient receiving a vibratory alert for lead impedance prior to a scheduled lead revision procedure. During the procedure, the physician felt a little resistance when pulling the lead, lead, but he didn't know if that was because it was through the tissue, or just embedded in the tissue. The rv lead was successfully removed and replaced on (B)(6) 2020. The patient was stable.